Event description:
The surgeon reported that the pt was a big man. The 26 mm pin seemed a little short. The pin did not melt in the bone in whole so he had to cut the prominent base of the pin (1-2 mm) with saw. The stability was not as good as last time. This pt would have needed a longer pin (30 mm).

Manufacturer narrative:
Device remains implanted. If additional info is received it will be reported on a supplemental report.